Event description:
It was reported the patient had great pain in the lower extremities and went to the emergency room. The patient had flu-like symptoms, a low grade fever, and leg aches. The location of the issue was the legs. The patient expressed pain but also was hypertensive. The event required hospitalization. The logs were checked. There was no alleged catheter issue. The pump was replaced on 2014-(B)(6). The patient status at the time of the report was ¿alive- no injury.¿ the pump was being used to deliver morphine. It was later reported the pump was not removed.

Event description:
Additional information received reported the pump was replaced on 2014-(B)(6). There was an emergency room visit two days later.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l70455, implanted: 1999-(B)(6), product type catheter. (B)(4).